Event description:
It is reported that after the routine dialysis was completed, the nurse found the blood leaked badly from the catheter transparent tubing marked "a" and noticed there is a fracture paralleled with the tubing. The device was removed out of patient and a new set was used.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.